Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, infection, metallosis, and large amounts of toxic cobalt-chromium metal ions and particles to be released into blood, tissue, and bone. Patient was admitted to the hospital and diagnosed with sepsis and an infected right hip with failed metallosis hypertrophic reaction post right total hip arthroplasty. Doctor also noted that the implant exhibited lateral displacement and was not well seated.

Event description:
Update 5/14/15-pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2014 for an infection hip, pain, and metallosis. No labs were provided for the alleged high metal ions. Infection is alleged and confirmed within the medical records, all implants are now being reported. It should be noted that spacers were placed on (B)(6) 2014 and the patient was revised on (B)(6) 2014 for loose spacers. These spacers weren't depuy products. The date of reimplantation is unknown at this time. The complaint was updated on: 6/1/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).